Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Review of the event history log found few 'upstream occlusion!' Messages for customer-reported allegation of upstream occlusion alarms and the alarms in the log were likely a result of normal pump operation. Evaluation observed and found the device passed the upstream occlusion testing, the upstream ultrasonic sensor was within the specification, and all sensor readings were within the specification. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no patient involvement. No additional information is available.